Manufacturer narrative:
Result: foot board module.

Event description:
It was reported by service report that the footboard says "unlocked" all of the time. There was patient involvement, however, no adverse consequences are reported.